Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The device will be returned to the customer as unrepaired and labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.